Event description:
The customer reported a failure to discharge via pads.

Manufacturer narrative:
Philips reviewed the event stirps. The event file shows that the therapy cable was attached to a 50 ohm test load and that 2 shocks were delivered into the test load. There was a pads off message followed by a pads on message. The next shock attempt was successfully delivered to the pt with conversion of the pt's rhythm. This represents a use issue, where the users had the test load connected to the device and no malfunction.